Event description:
During the initial implant procedure, dislodgement of the right ventricular (rv) lead occurred due to the anatomy of the patient. After multiple repositionings, noise resulting in oversensing was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and oversensing. As received, a complete lead was returned in one piece. The reported event of oversensing was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures nor internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.